Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 425 mg/dl. Customer declined to troubleshooting for high blood glucose. Customer treated their blood glucose with manual injections. It was unknown whether the customer using auto mode at the time of incident or not. Customer mentioned that the sensor fell off due to tape not sticking. Customer experienced pain at the insertion site. No further details given about high blood glucose. Insulin pump will not be returned for analysis.